Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported she is having pain down the right leg and into the tailbone and it is getting worse since the past couple of weeks. Pt stated her right foot keeps cramping up. Pt stated she has not been able to sleep because of this for the past week. On the call patient services specialist (pss) walked pt through changing stimulation to group b and pt increased stimulation on all four programs to 1.6 amplitude. Pss suggested that pt contact her healthcare provider (hcp) if her pain does not resolve. Redirected caller: patient's hcp patient called stated yesterday she was on group b at 1.6v and feeling funny vibration feeling on the back and legs when laying down and today she decrease the stimulation to group b at 1.1v and it feels good. Patient asked how to turn handset off without messing anything up. Ps reviewed information and assisted patient with turning handset off. Additional information was received from the patient. It was reported that they have pain all the time in their feet. Patient added that their heel hurts like crazy at night when they're in bed. When asked when the pain started, patient said it's been going on for a long time. Patient said that they've been trying to change their settings around but nothing is helping. Patient said if they use group b they have tingling when they lay down. Patient stated they're currently in group a and set at 2.5 but don't feel anything. Patient noted that they tried calling reps a couple of times but never got through to anyone. Patient stated their walking is very stiff, and their feet are just not working. Agent recommended patient follow up with their healthcare provider to further address the issue and consider reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.